Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 23aug2023 microorganism name: staphylocoques coagulase negative bacteria count: 1 cfu/endoscope bacteria detection point: forceps channel. Microorganism name: micrococcaceae bacteria count: 2 cfu/endoscope bacteria detection point: air and water channel. Microorganism name: pseudomonas alcaligenes bacteria count: 26 cfu/endoscope bacteria detection point: tip. Olympus culture test results performed at the third-party labs after repair: sampling date: 31oct2023 microorganism name: micrococcaceae bacteria count: 1 cfu/endoscope bacteria detection point: air and water channel. The device was evaluated and defects were found that may have contributed to the positive culture. The following non-reportable malfunctions were found during the device evaluation: -suction cylinder-scratched, air/water cylinder-scratched, channel mount mouthpiece-scratched, scope connector cover-scratched, biopsy channel cover-deformed & scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined, however, the species discovered are present in water, human skin, and the environment, therefore, it is possible there was environmental contamination during sampling or culturing. The discovered scratches can harbor and contribute to bacteria in areas that avoid reprocessing. It is possible that the scratches are a niche for biofilm formation, which causes a positive culture. The most important microbial discovery is the presence of shigella, which is endemic primarily to the gastrointestinal tract of humans and primates. Low shigella counts may indicate insufficient handwashing. On the other hand, a high number indicates that the damage to the scope was severe enough to avoid reprocessing and take up residence in the damaged part of the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, sterilization, and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning the reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility's findings. The customer did not provide the specific steps taken during the cleaning, sterilization, and disinfection (cds) process. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive for > 100 colony forming units (cfus) of pseudomonas aeruginosa, 4 colony forming units (cfus) of stenotrophomonas maltophilia, 1 colony forming units (cfus) of  coagulase-negative staphylococci 6 colony forming units (cfus) of pseudomonas aeruginosa,19 colony forming units (cfus) of stenotrophomonas maltophilia, 1 colony forming units (cfus) of  micrococcus species. All channels were sampled from three coordinates locations. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.